Event description:
The event is reported as: device fell apart. Metal column and wick fell through the bottom of the unit while in use. Some oxygen desaturation noted. No pt injury reported.

Manufacturer narrative:
The device sample was received but investigation is not completed at the time of this report. A f/u investigation report will be sent when available.